Event description:
In a literature report entitled "dysphotopsia outcomes analysis of two truncated acrylic 6.0-mm intraocular optic lenses," the author reported that in a case study after an intraocular lens (iol) was implanted, the pt had visual disturbances, light sensitivity day and night, and unwanted images in vision. She was treated with eye drops, but had no improvement of symptoms. The lens was exchanged approx six months after it was initially implanted. The pt was satisfied with the treatment results. No further info is expected. There are two medical device reports associated with this article. This is the first report.

Manufacturer narrative:
The product was not returned for analysis. There was no product identifying info provided; therefore, the product history record could not be reviewed. The product investigation could not identify a root cause. No further info is expected. Jin, yian. Dysphotopsia outcomes analysis of two truncated acrylic 6.0-mm intraocular optic lenses. Ophthalmologica, 2009, 223:47-51. (B)(4).